Event description:
The ambulance crew responded to a call whereby the patient's pacemaker was malfunctioning. The defibrillator/monitor device kept shutting off and refusing to take serial 12-lead ekgs. Crew member would hit the "12 lead" button and the device would try and then report "12 lead stopped" on the bottom of the monitor. Both crew members checked the batteries and it did not appear that the batteries were the source of the problem. When the device was plugged in the truck, it turned back on again. During transport of the patient, the device would shut off again and the crew had a hard time turning it back on. For this event, the device was only being used for monitoring and so there was no direct impact to the patient. The device and accessory cable were sent to biomedical engineering for inspection. Follow up: the defibrillator/monitor device has an accessory cable that provides connectivity for data transfer. During biomed's investigation, they were able to duplicate the problem while wiggling the accessory cable. The cable was removed from the device and the device was tested and passed all tests. The cable was replaced with a new one and device was placed back in service. Biomed reported that the cable carries 12v dc signal and if the cable shorts for any reason, it can cause the monitor to shut off.